Event description:
It was reported that a patient had an ams advance sling device implanted in (B)(6) 2013. It was reported that the patient had recurring incontinence that was worse than prior to the implant and the patient was experiencing additional urgency. Another continence device was implanted on (B)(6) 2014. The patient outcome following the other continence device implant was reported to be "continent."

Manufacturer narrative:
Implant date - (B)(6) 2013.